Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer's daughter, donna that the insulin pump has not been delivering insulin. Caller stated that the customer's blood glucose has been going up. There was a hospitalization due to ketones. Customer also has had issues with bolus, last bolus did not deliver insulin. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.